Event description:
Got pah (pah (paradoxical adipose hyperplasia)) from coolsclupting device. Have terrible side effects from coolsclupting. Big painful buldges on my flanks and abdomen. "Allegan/abbie". FDA safety report ID# (B)(4).